Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital due to feeling chest discomfort due to a slow ventricular tachycardia (vt). The implantable cardioverter defibrillator exhibited inadequate therapy because the vt was below the programmed threshold. The physician did not want to make changes as the device was functioning as programmed and the patient's vt was unnaturally slow due to medication. External defibrillation was performed to terminate vt. The patient condition was stable before, during, and afterwards.